Manufacturer narrative:
Concomitant medical products: m2a-magnum taper insert, pn 139252, ln 642660. Porous coated modular lateralized taperloc, pn 11-103207, ln 011100.

Event description:
Patient¿s underwent left total hip arthroplasty revision approximately seven years post-implantation due to elevated metal ion levels and metallosis. Review of invoice history reveals the cup, head, and taper were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - head. Upon visual inspection of the returned head, visible scuffing on the od was found. Root cause was unable to be determined. The complaint is confirmed based on the provided medical records and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional information received in revision operative report noted there was approximately one liter of rusty-looking joint fluid, which did not have any odor or increased viscosity, but did not look healthy. A large pseudotumor was excised. B6 blood tests performed on (B)(6) 2016 revealed chromium level 4.3 ug/l. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s underwent left total hip arthroplasty revision approximately seven years post-implantation due to elevated metal ion levels and metallosis. Review of invoice history reveals the cup, head, and taper were removed and replaced. Additional information received in revision operative report noted there was approximately one liter of rusty-looking joint fluid, which did not have any odor or increased viscosity, but did not look healthy. A large pseudotumor was excised.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the revision op notes reveal patient underwent a left hip revision procedure approximately seven (7) years post implantation. Revision operative findings show surgeon noted a large pseudo tumor and large amount of synovitis which was consistent with metallosis. The surgeon also noted the cup was retroverted and the stem to be anteverted. However the stem was noted to be well fixed and not revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.